Event description:
It was reported there was a patient death. The cause of death was reported as "sepsis" per the reporter and the date of death was (B)(6) 2012. There was no other information reported. The medication in the pump was baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8598a, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2012, product type catheter; product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2012, product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
No eval explain code.

Manufacturer narrative:
Final analysis of the pump revealed no significant anomaly. Final analysis of the catheter revealed non-significant indent in the seal of sutureless connector that did not affect infusion.